Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she was working out the other day and her temp basal shut off, causing her blood glucose to drop to 44 mg/dl. The patient treated with juice and glucose tablets. Troubleshooting for the insulin pump was declined. The insulin pump was not returned for analysis.